Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was performed, and no visual damage was observed. A guidewire was inserted through the catheter and the catheter was deployed to basket configuration and flower configuration successfully. Subsequently, flushing of the device through the irrigation line was tested and flushing was not functional; a leak was observed in the catheter. The catheter was dissected to inspect the flush tubing to determine any potential cause for the leak and the dissection revealed that some of the flush tubing was broken, which likely caused the leak. To better understand the issue, microscopy was performed on the catheter flush tubing with the help of a uv light, and the separation of the flush tubing can be observed. The reported leak event was confirmed.

Event description:
It was reported that a farawave 31 mm during insertion to perform an atrial fibrillation (a fib), after the guidewire lumen and flush ports were flushed and the catheter was loaded with the rosen wire and hooked up to a flush bag, the physician noticed fluid leaking out the back end of the catheter handle near the plastic seam on the lower side. It appears the valve of the side flush port may have failed causing fluid to build up in the handle of the catheter. A new catheter was used to complete the procedure successfully. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during insertion to perform an atrial fibrillation (a fib), after the guidewire lumen and flush ports were flushed and the catheter was loaded with the rosen wire and hooked up to a flush bag, the physician noticed fluid leaking out the back end of the catheter handle near the plastic seam on the lower side. It appears the valve of the side flush port may have failed causing fluid to build up in the handle of the catheter. A new catheter was used to complete the procedure successfully. No patient complications occurred. The device is expected to be returned.